Manufacturer narrative:
Qn# (B)(4). The customer returned an 18 ga introducer needle and lidstock for analysis. Visual analysis revealed four distinct cracks in the needle hub as well as other smaller cracks that did not completely go through the hub thickness. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, many air bubbles entered the syringe body. When the syringe and needle were used to expel water, water leaked from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The reported complaint of a cracked needle hub was confirmed by a complaint investigation on the returned sample and the returned customer photo. The hub of the introducer needle contained four distinct cracks. A device history record review was performed, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the insertion needle was cracked around the outer side of plastic hub. The physician noticed as he was about to insert needle. The device was replaced. No patient harm reported. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the insertion needle was cracked around the outer side of plastic hub. The physician noticed as he was about to insert needle. The device was replaced. No patient harm reported. The patient's condition was reported as critical, unrelated to the device.

Event description:
The complaint is reported as: the insertion needle was cracked around the outer side of plastic hub. The physician noticed as he was about to insert needle. The device was replaced. No patient harm reported. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an introducer needle. Visual analysis revealed multiple cracks on the needle hub. The appearance of the cracking seems consistent with a known design issue. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a cracked needle hub was confirmed through complaint investigation of the customer supplied photo. The image showed that the needle hub was cracked. A device history record review was performed , and no relevant findings were identified. Based on the appearance of the defect and the customer report , design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.